Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and endometriosis ('endometriosis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperlipidemia, bronchitis, shortness of breath and toe operation on (B)(6) 2018. Concomitant products included caffeine;paracetamol (excedrin) since january 2010, calcium carbonate;vitamin d nos (oscal d) since december 2018, esomeprazole, esomeprazole since january 2010, ethinylestradiol;levonorgestrel (lo/ovral) from 2007 to 2010 and fish oil since december 2018. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced endometriosis (seriousness criterion medically significant) and was found to have uterine leiomyoma ("uterus fibroids"). In (B)(6) 2012, the patient experienced vision blurred ("vision/eye problems: blurred"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). In (B)(6) 2013, the patient experienced rash macular ("rashes or skin conditions- type: red patches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("hormonal changes describe: period got so bad"), headache ("headaches"), pain in extremity ("bad leg/ right leg pain"), back pain ("lower back pain"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), skin disorder ("skin issues"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition: gerd"), hypersensitivity ("allergic or hypersensitivity reactions") and genital haemorrhage ("abnormal bleeding (general)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy ¿total laparoscopic hysterectomy with bilateral salpingectomy and endometriosis fulguration procedure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, pain in extremity, back pain, nausea, dysmenorrhoea, fatigue and genital haemorrhage had resolved, the endometriosis, headache, rash macular, allergy to metals, skin disorder, vision blurred, hypersensitivity and uterine leiomyoma outcome was unknown and the migraine and gastrooesophageal reflux disease was resolving. The reporter considered allergy to metals, back pain, dysmenorrhoea, endometriosis, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, nausea, pain in extremity, pelvic pain, rash macular, skin disorder, uterine leiomyoma, vaginal haemorrhage and vision blurred to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-nov-2020: pfs received: event rash updated to event rashes or skin conditions- type: red patches. Events: endometriosis and uterus fibroids added. Reporter, medical history and concomitant drug added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included esomeprazole. On (B)(6)2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced visual impairment ("vision/eye problems"). In (B)(6) 2013, the patient experienced rash ("rashes or skin conditions type:rashes,"). In 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("hormonal changes describe: period got so bad"), genital haemorrhage ("abnormal bleeding (general)"), headache ("headaches"), pain in extremity ("bad leg/ right leg pain"), back pain ("lower back pain"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), skin disorder ("skin issues"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and hypersensitivity ("allergic or hypersensitivity reactions"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy ¿total laparoscopic hysterectomy with bilateral salpingect). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, menstrual disorder, genital haemorrhage, vaginal haemorrhage, menorrhagia, pain in extremity, back pain, nausea and dysmenorrhoea had resolved and the headache, rash, migraine, allergy to metals, fatigue, skin disorder, visual impairment, gastrointestinal disorder and hypersensitivity outcome was unknown. The reporter considered allergy to metals, back pain, dysmenorrhoea, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, nausea, pain in extremity, pelvic pain, rash, skin disorder, vaginal haemorrhage and visual impairment to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2020: pfs received. Event "hypersensitivity reaction" added. Plaintiffs middle name and date of birth updated. Concomitant drug added. Onset dates for events were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperlipidemia, bronchitis and shortness of breath. Concomitant products included caffeine;paracetamol (excedrin) since (B)(6) 2010 and esomeprazole. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced vision blurred ("vision/eye problems: blurred"). In (B)(6) 2013, the patient experienced rash ("rashes or skin conditions type:rashes,"). In 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("hormonal changes describe: period got so bad"), genital haemorrhage ("abnormal bleeding (general)"), headache ("headaches"), pain in extremity ("bad leg/ right leg pain"), back pain ("lower back pain"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), skin disorder ("skin issues"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition: gerd") and hypersensitivity ("allergic or hypersensitivity reactions"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy ¿total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menstrual disorder, genital haemorrhage, vaginal haemorrhage, menorrhagia, pain in extremity, back pain, nausea and dysmenorrhoea had resolved and the headache, rash, migraine, allergy to metals, fatigue, skin disorder, vision blurred, gastrooesophageal reflux disease and hypersensitivity outcome was unknown. The reporter considered allergy to metals, back pain, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, nausea, pain in extremity, pelvic pain, rash, skin disorder, vaginal haemorrhage and vision blurred to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: pfs and mr received: previously reported event "visual impairment and gastrointestinal disorder" updated to "vision/eye problems: blurred, gastrointestinal or digestive system condition: gerd". Patient history, concomitant drugs were added and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and endometriosis ('endometriosis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperlipidemia, bronchitis, shortness of breath and toe operation on (B)(6) 2018. Concomitant products included caffeine;paracetamol (excedrin) since (B)(6) 2010, calcium carbonate;vitamin d nos (oscal d) since (B)(6) 2018, esomeprazole, esomeprazole since (B)(6) 2010, ethinylestradiol;levonorgestrel (lo/ovral) from 2007 to 2010 and fish oil since (B)(6) 2018. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced endometriosis (seriousness criterion medically significant) and was found to have uterine leiomyoma ("uterus fibroids"). In (B)(6) 2012, the patient experienced vision blurred ("vision/eye problems: blurred"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and heavy menstrual bleeding ("menorrhagia"). In (B)(6) 2013, the patient experienced rash macular ("rashes or skin conditions- type: red patches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("hormonal changes describe: period got so bad"), headache ("headaches"), pain in extremity ("bad leg/ right leg pain"), back pain ("lower back pain"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), skin disorder ("skin issues"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition: gerd"), hypersensitivity ("allergic or hypersensitivity reactions") and genital haemorrhage ("abnormal bleeding (general)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy ¿total laparoscopic hysterectomy with bilateral salpingect and endometriosis fulguration procedure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menstrual disorder, vaginal haemorrhage, heavy menstrual bleeding, pain in extremity, back pain, nausea, dysmenorrhoea, fatigue and genital haemorrhage had resolved, the endometriosis, headache, rash macular, allergy to metals, skin disorder, vision blurred, hypersensitivity and uterine leiomyoma outcome was unknown and the migraine and gastrooesophageal reflux disease was resolving. The reporter considered allergy to metals, back pain, dysmenorrhoea, endometriosis, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, menstrual disorder, migraine, nausea, pain in extremity, pelvic pain, rash macular, skin disorder, uterine leiomyoma, vaginal haemorrhage and vision blurred to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 28-apr-2021: plaintiff fact sheet received. Reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included esomeprazole. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced visual impairment ("vision/eye problems"). In (B)(6) 2013, the patient experienced rash ("rashes or skin conditions type:rashes,"). In 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("hormonal changes describe: period got so bad"), genital haemorrhage ("abnormal bleeding (general)"), headache ("headaches"), pain in extremity ("bad leg/ right leg pain"), back pain ("lower back pain"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), skin disorder ("skin issues"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and hypersensitivity ("allergic or hypersensitivity reactions"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy ¿total laparoscopic hysterectomy with bilateral salpingect). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menstrual disorder, genital haemorrhage, vaginal haemorrhage, menorrhagia, pain in extremity, back pain, nausea and dysmenorrhoea had resolved and the headache, rash, migraine, allergy to metals, fatigue, skin disorder, visual impairment, gastrointestinal disorder and hypersensitivity outcome was unknown. The reporter considered allergy to metals, back pain, dysmenorrhoea, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, nausea, pain in extremity, pelvic pain, rash, skin disorder, vaginal haemorrhage and visual impairment to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("hormonal changes describe: period got so bad"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), headache ("headaches"), pain in extremity ("bad leg/ right leg pain"), back pain ("lower back pain"), rash ("rashes or skin conditions type:rashes,"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), skin disorder ("skin issues"), visual impairment ("vision/eye problems") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy ¿total laparoscopic hysterectomy with bilateral salpingectomy). At the time of the report, the pelvic pain, menstrual disorder, genital haemorrhage, vaginal haemorrhage, menorrhagia, pain in extremity, back pain, nausea and dysmenorrhoea had resolved and the headache, rash, migraine, allergy to metals, fatigue, skin disorder, visual impairment and gastrointestinal disorder outcome was unknown. The reporter considered allergy to metals, back pain, dysmenorrhoea, fatigue, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pain in extremity, pelvic pain, rash, skin disorder, vaginal haemorrhage and visual impairment to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-apr-2020: case was upgraded to serious incident. Event injury was replaced wit event pelvic pain and new events hormonal changes describe: period got so bad, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), headaches, bad leg/ right leg pain, lower back pain, rashes or skin conditions type: rashes, migraines / headaches, nickel allergy, nausea, dysmenorrhea (cramping), fatigue, skin issues,vision/eye problems, gastrointestinal or digestive system condition were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.